Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 540 mg/dl. The infusion set was changed and insulin pens were administered to address bg. Pump system check was performed with tandem technical support (cts); no device issues were identified. Customer reported using admelog insulin in the cartridge. Cts informed the customer that admelog is not labeled for use with the cartridge/pump.